Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the back of the insulin pump was completely broken off. The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.

Manufacturer narrative:
Device received with broken belt clip rails.